Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had not slept much the night before the report, from having the catheter and mentioned having been on medication after evaluation. It was noted that patient may be worse than before and was on a full catheter. Patient never really measured voiding. Patient was concerned their device was not working because it stayed on the screen 'looking for device'. Patient had difficulty opening the battery compartment in their verify and stated they broke their nail doing it. Patient was concerned because prior to evaluation, they were able to void more than they were voiding at the time of the report. It was mentioned patient had a prior uti and finished their antibiotics 2 days after evaluation. No further complications were reported.